Manufacturer narrative:
(B)(4).

Event description:
It was reported as the nurse attempted to separate the sheath, one of the tabs separated completely from the sheath. She was able to use a clamp to grab the half of the peel-away sheath with the missing tab and successfully removed it. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a pe el-away sheath in two pieces. The sheath body was split along the score line on one side only; leaving the body intact on the other side and one of the tabs had separated on one side creating the second piece. Microscopic examination revealed that approximately 4 mm of sheath body remained attached inside the hub and the broken edge was jagged and stretched. Engineering examined the sample and a review of manufacturing records was performed. No manufacturing related cause could be found. Therefore, it appears that operational context caused or contributed to this event. No further action will be taken.